Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 37- drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was unable to clear the alarm and able to rewind the insulin pump. The insulin pump was exposed to a high magnetic field. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
The pump was received with a pump error 37 alarm during rewind. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 motor motion alarms. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals that on 1/23/2023 there were five (5) pump error 37 alarms and five (5) pump error 41 motor voltage error alarms. The pump was cut open for a visual inspection. No evidence of physical or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor. A test p-cap locks into the reservoir compartment properly. The following were noted during the physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Pump error 37 and pump error 41 alarms are confirmed, fault isolated to the motor and electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.